Manufacturer narrative:
H.6. Investigation: bd received three samples submitted for evaluation. The reported issue was confirmed upon inspection of the sample. Bd conducted ftir testing to determine the material of the foreign matter and results showed that the foreign matter was silicone. Bd confirmed the foreign matter to be from a part of our manufacturing process. At the end of the manufacturing process medical grade silicone is applied to the device to assist in insertion during use. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in had foreign matter. This occurred on 3 occasions. The following information was provided by the initial reporter: when open the package, it was found that there was some glue on the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in had foreign matter. This occurred on 3 occasions. The following information was provided by the initial reporter: when open the package, it was found that there was some glue on the catheter.